Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was emitting call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box showed evidence of a cs 088 alarm. The ez-prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture observed on the printed circuit board. There was no damaged to the internal components or printed circuit board. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the original complaint, the battery compartment was found to be cracked. There was corrosion observed inside the battery compartment. A leak test verified a leak in the battery compartment. (B)(4).